Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2006-(B)(6); 419688 lead implanted 2013-(B)(6); dtba1d1 ICD implanted 2013-(B)(6).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. The lead was expl anted and replaced. During the procedure, the left ventricular (lv) and right atrial (ra) leads both became dislodged. The ra lead insulation was also damaged. Both the ra and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.